Event description:
Pt reports inadequate weight loss of restriction. Follow-up finding with the pt and surgeon's office reported "last year the pt had an erosion of the port through the skin. Operation/procedure: removal/insertion lapband port exchange. Currently the pt is waiting for the office to schedule an adjustment".